Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that interrogation of this implantable cardioverter defibrillator (ICD) revealed inappropriate anti-tachycardia pacing (atp) and 4 shocks were delivered for supraventricular tachycardia (svt) with aberrancy in ventricular tachycardia (vt)-1 zone. In addition, there was one stored atrial tachy response (atr) episode due to farfield r-wave oversensing. The rhythm appeared atrially driven. Therapy was not exhausted, and no out of range measurements were noted. Additional information received indicated that this ICD system was explanted approximately three months later due to infection. No additional adverse patient effects were reported.